Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14bag 700case jp cannula length was too short. This was discovered before use. The following information was provided by the initial reporter: according to the customer's report, the needle (32g×4mm) was =1 mm (1mm or more) shorter. No further information, including pe/npe, was provided in the initial report.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp cannula length was too short. This was discovered before use. The following information was provided by the initial reporter: according to the customer's report, the needle (32g×4mm) was =1 mm (1mm or more) shorter. No further information, including pe/npe, was provided in the initial report.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No issues were observed with the patient end of the cannula. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.